Manufacturer narrative:
(B)(4): it was reported that the patient underwent mesh removal/excision on (B)(6) 2011 due to mesh erosion.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion patient experienced hematuria and urinary tract infection.

Manufacturer narrative:
Date sent to the FDA: 11/22/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced bleeding and discomfort.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and pelvic floor repair mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: 8/14/2019.